Event description:
Customer reported the end port came off the PICC line when the nurse was trying to clamp the line and that the clamps are so tight there is too much torque on the line. No patient harm was reported. No medical intervention was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a PICC catheter for analysis. Signs of use in the form of biological material were observed inside the extension lines. The separated proximal luer hub (white hub) was not returned for analysis. It was also noted that the catheter body was intentionally severed. The severed end was not returned for analysis. Visual analysis revealed that the proximal extension line was separated, resulting in the white luer hub to completely detach from the assembly. Visual analysis of the proximal extension line revealed that the extrusion wall appears stretched/narrow directly adjacent to the point of separation. Microscopic examination confirmed the separation and revealed that the separation edges were rough and jagged. Visual inspection of the separated luer hub could not be performed as it was not returned for analysis. As this complaint is "vascular unknown", the dimensional specifications cannot be officially confirmed as the finished good material#/lot# to is unknown to obtain the correct product drawings; however, the product drawings for the potential finished goods reported by the customer were obtained as part of this dimensional analysis. The catheter body length from the juncture hub to the point of separation measured 16 15/16", which indicates that at least 5 13/16" - 6 1/16" per the potential catheter product drawing. The proximal extension line outer diameter (at an area not affected by the narrowing/stretching) measured 0.0935" , which is within the specification limits of 0.0930"-0.0970" per the potential proximal extension line extrusion product drawing. The proximal extension line inner diameter directly at the point of separation measured 0.055", which is within the specification limits of 0.055"-0.059" per the potential proximal extension line extrusion product drawing. Dimensional inspection of the separated luer hub could not be performed as it was not returned for analysis. A lab inventory syringe filled with water was attached to the distal extension line and flushed. The fluid exited out of the respective skive hole. Performed per statement from potential IFU, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that the distal luer hub was secure to the extension lines. The customer did not provide a lot number; therefore, two device history record review were performed based upon two potential product codes reported by the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the proximal extension line luer hub was separated. Visual analysis could not be performed on the proximal luer hub as it was not returned for analysis. The catheter met all relevant dimensional and functional requirements, and two device history record review were performed based on potential finished goods with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as the separated luer hub was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the end port came off the PICC line when the nurse was trying to clamp the line and that the clamps are so tight there is too much torque on the line. No patient harm was reported. No medical intervention was reported. The patient's condition is reported as fine.